Event description:
Health care professional reported cracked headers on reused dialyzers found during pt use. Per the health care professional there was no pt injury or medical intervention associated with this report.